Event description:
During a lap hysterectomy the surgeon wasn't getting sufficient coagulation. The doctor stated the coagulation was better on level 5 than a lower when dealing with the capillaries. The case was completed with all original devices.